Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device had ¿cable damage¿. The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device. The reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. Visual assessment found that the cable on the foot control device was damaged. Therefore, the reported condition was confirmed. This type of damage was an indicative of damage caused by pulling the foot control device around by the cord. The assignable root cause was determined to be misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.